Event description:
Information received notes that an error message was dis- played with dashes for parameters. Measured battery data was 2.73 v, 18 ua, <1 kohms, magnet rate 70.4 ppm. The device was capturing at 70 ppm. Attempts to program the rate to clear the dashes were unsuccessful. A software download was also unsuccessful. The magnet rate at the last check in april 2006, was 70 ppm in doo mode. A check at the nursing home found the patient's rate in the 50's.